Event description:
It was reported that the vns patient was re-implanted with a generator and lead on (B)(6) 2014. The patient was initially implanted with a generator and lead in 2004; however, the devices were explanted three months post-implant due to infection at an implant site (infection reported on medwatch report # 1644487-2014-00552) and a broken electrode on the lead. A review of programming and diagnostic history for the device revealed no diagnostic test results. Attempts for additional information are in progress.